Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 343 mg/dl. The infusion set site was changed. A correction bolus via the pump and an insulin injection were used to address the bg level. The customer did not know the cause of the high bg and thought it might be related to food that was consumed. A pump system check was performed and no device issues were identified. The customer acknowledged the results of the pump check.